Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor. Results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis of the device revealed that the balloon catheter was returned with blood and contrast visible in the hub, the guide wire lumen, the inflation lumen, and the balloon. The balloon was separated at the proximal balloon seal. The material at the separation was smooth. The guide wire lumen was separated at 1.9 cm proximal to the soft tip. The guide wire lumen was stretched between the proximal balloon seal and the separation. Both the inner and outer members were torn horizontally from the guide wire exit notch to the proximal balloon seal. The material was wavy and stretched through out the entire length of the tear. There were four kinks in the hypotube, 3 cm, 33 cm, 72cm, and 95 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: shaft separation requiring medical intervention. Device issue: shaft separation. It was reported that the voyager catheter was loaded onto a .014" guide wire. The guide wire had already passed the lesion; however, the voyager was unable to cross the lesion. A little force was used and still, it would not advance. An attempt was made to withdraw the voyager, but it was very difficult to pull back. Add'l force was used and the catheter broke at the distal shaft. The separated shaft was retrieved using a looping catheter. Reportedly, there were no pt effects. No add'l event or pt info is available.